Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The pre-use check (puc) failure was solved by replacing inspiratory pressure transducer printed circuit boards (pcb), circuit board guide and the inspiratory channel. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue with the failed internal leakage test during the puc. The inspiratory pressure transducer pcb was returned for further investigation. During simulated use testing of the returned pressure transducer pcb, the issue could not be reproduced. The ventilator passed all the safety tests. The conclusion of the investigation is that the device failed to meet its specifications. During the investigation of the returned pressure transducer pcb, the reported issue could not be reproduced. Therefore, it was not possible to confirm if the replaced pressure transducer pcb was faulty, and hence, it was not possible to exactly pinpoint which one of the replaced parts caused the leakage.

Event description:
Manufacturer's ref.#: (B)(4).